Manufacturer narrative:
The investigation determined that a troponin I test result from a patient sample processed on the engen laboratory automation system was mis-associated with the incorrect sid of a different patient. The engen system correctly identified the issue by generating a cross check failure message, as designed. The assignable cause of the event is user error. After the sample tube was placed into the centrifuge module load rack, the operator stopped the centrifuge module but did not remove all samples as instructed in the user documentation. Additionally, the operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. Finally, the customer was alerted to the mis-associated sid issue by the cross check failure message generated by the engen laboratory automation system but did not follow appropriate instructions in the tcautomation operator manual to perform repeat testing. There was no evidence that a vitros instrument related issue contributed to the event.

Event description:
A customer reported that a test result from a patient sample processed on the engen laboratory automation system was mis-associated with the sample identification number (sid) of a different patient. Mis-associated patient results may lead to inappropriate physician action. A vitros troponin I es test result greater than the ami diagnostic cutoff (>0.120 ug/l) was mis-associated with the incorrect sid and reported out of the laboratory. An angiogram procedure was performed on the patient. A new sample was later collected from the patient and a negative vitros troponin I es result was reported from the laboratory. It was confirmed that there were no medical consequences or patient harm as a result of this event. As per consultation with ortho medical safety officer, most complications related to coronary angiography are rather acute. If no serious adverse event was reported for the affected patient several days after the procedure, long-term serious health risk due to this procedure is less likely. The engen laboratory automation system correctly identified the sid mismatch by posting a cross check failure message, as designed. This report corresponds to ortho clinical diagnostics inc. (B)(4).